Manufacturer narrative:
The failure was confirmed, and determined to be attributed to a missing chamfer on the device. The device is required to have a countersunk diameter of .120 and the returned device did not have the chamfer present. The root cause of the failure is attributed to an over sharpening of the tip which resulted in an undersized condition.

Event description:
The tip of the device broke. While drilling with a 4.5 flex drill bit over 2.4 flex passing pin and in forward after drill successfully drilled tunnel kept drill in forward all the way until the drill was visibly out of the patient knee. The surgeon pulled the pin out of the drill and the bit snapped. The piece was retrieved. No patient injury or other complications were reported.